Event description:
The patient reported an increase in stimulation, that was considered to be sudden. The last time they had the bone scan "made the implant go crazy". The patient clarified that they mean the stimulation increased and then after the scan the stimulation went back to where it was, this was about a month ago, (B)(6) 2016. It was also noted that the patient was going to have a bone density scan and wanted guidelines. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.